Manufacturer narrative:
It was reported that following insertion the patient experienced infection.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a surgical hernia repair on (B)(6) 2014 and mesh was implanted. It was reported that the patient has had multiple invasive medical treatments following the surgery, due to undisclosed complications. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain and recurrent hernia. It was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) due to granulomas. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.